Event description:
It was reported that the battery of the t:slim x2 pump would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer successfully resolved the issue by using the original charging supplies and leaving the wall adapter plugged into a working outlet for at least 30 minutes, after which the pump began charging, and no further assistance was required.